Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported difficult to position, shaft kink, guide detachment and difficult to remove appears to be related to use technique as femoral angiogram was not performed. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6fr sheath, after a percutaneous transluminal coronary angioplasty (ptca). Reportedly, resistance was felt during advancement of the proglide device. During removal of the proglide device, it was difficult and the device kinked. The sheath separated at the guide (where the silver and black part meet). The separated sheath was successfully removed from the patient anatomy with a snare device. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(6). Correction: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: analysis was performed on the returned device. Based on the returned device conditions the reported guide detachment, shaft kink, difficult to insert and difficult to remove are confirmed. The reported difficult to position, shaft kink, guide detachment and difficult to remove appears to be related to use technique as femoral angiogram was not performed. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.